Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, significant blood was lost from the apex during CPR and an apical tear was noted posterior to the apical sheath insertion site. The apical sheath and wire were removed and the thoracotomy was closed. A right hemothorax was noted and a chest tube was placed. Bleeding was suspected as the hemoglobin dropped to 7. Blood products were infused rapidly. Following valve implantation, the patient's abdominal wall was noted to be distended. Venous and arterial angiography did not reveal any bleeding.. The patient was opened up secondary to abdominal compartment syndrome and possible retroperitoneal bleeding. The patient was then converted to ECMO. The patient received a total of 14 units of prbcs, 10 units of ffp, and 10 units of cryo during the procedure. The final vitals on ECMO at the time of disposition to the ICU: arterial pressure mean 70 mmhg, hr 60 sinus with 1st degree av block, cvp 24. The patient was discharged to the ICU in unstable, critical condition with support of vasopressors and inotropes. Additional information revealed the patient was doing better. The team was able to close her abdomen and discontinue ECMO. At last report, she was alert and doing well; talking and starting to eat.

Manufacturer narrative:
Per the instructions for use (IFU), complications associated with the transapical transcatheter aortic valve replacement (tavr) procedure include catheter site bleeding which may require intervention and cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures. Upon review of prior events, the majority of apical bleeding complications/ventricle ruptures appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. According to literature review, there is a higher incidence of apical bleeding in female patients and patients over 80 years old. In addition, the literature also reports that friable tissue may predispose this patient population to the development of apical access site complications. In this case, the cause of the ventricular rupture cannot be confirmed; however, the pressure created during CPR likely contributed to the tear reported. In addition, the advanced age of the patient could have increased the chance for friable tissue at the apex. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.